Manufacturer narrative:
Inadvertently left off initial report: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
It was reported that the healthcare provider (hcp) was going to perform a dye study. They ended up opening the pump pocket and the catheter was twisted and the patient had flipped the pump multiple times. The patient had lost around 50 pounds, and had since flipped the pump. The pump segment was replaced on the date of the report, with a pump segment from an 8781, and the spinal segment was trimmed. The reporter was not sure if the patient was getting good relief or not. The pump system was being used to infuse dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).